Event description:
In response to the voluntary field safety notice/recall concerning sound abatement foam, a dreamstation auto CPAP w/hum/ht/cell,dom device was submitted to a third-party service center. The return was not associated with any reported serious patient harm, injury, or medical intervention. Visual inspection of the device revealed a missing modem flipdoor, tobacco contamination, and the presence of foam particles within the blower kit. Consequently, the device was deemed unusable and scrapped. Further investigation is precluded at this time. Should additional information become available, a subsequent report will be filed.